Manufacturer narrative:
Additional narrative: patient date of birth/age and weight are unknown. Date of symptom onset is unknown. This report is for one (1) unknown spine implant/construct. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed in (B)(6) 2015. The complainant part has not been explanted. The complainant part is not expected to be returned for manufacturer review/investigation. The 510k # unknown, as specific part and lot numbers for the complainant implant/construct were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an original surgical procedure in (B)(6) 2015 to treat a disc problem. Thereafter, the patient reported experiencing a post-operative allergic reaction. Per the surgeon, it is unclear if the reaction was implant related or if the issue was even an allergic reaction. At this time, the patient is still under treatment. No additional information is available at this time. This report is for one (1) unknown spine implant/construct. This report is 2 of 2 for (B)(4).